Manufacturer narrative:
Additional information received: it was reported the cause of the type iiib endoleak could not be determined, the type ia endoleak was reportedly due to disease progression. Film evaluation summary: the reported endoleak was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre and post-implant CT¿s did not allow for a thorough assessment of the patient anatomy and for observation of any calcification that may have contributed to a fabric tear. Although a type iiib endoleak cannot be ruled out, it is also likely that the observed contrast leakage may have been a proximal type ia endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a greater than 50mm thoracic aortic aneurysm. It was reported that an angiogram performed three and a half years later showed an enlarging aneurysm due to a type ia <(>&<)> type iiib endoleak. Intervention was performed on the same date and the stent graft was relined with two valiant navion stent grafts. This resolved the endoleaks. As per the physician the cause of the event was the endoleaks. No additional clinical sequelae were provided and the patient is fine.